Event description:
It was reported that an ilet pump displayed alert 38 for consecutive stalled motor while using an infusion set and cartridge, and troubleshooting confirmed the user had been attaching the connector to the cartridge before inserting it into the pump. A dry run delivered 165 units without issue, and the user was advised to change to a different batch of supplies and was educated on proper cartridge change technique. Symptoms included hyperglycemia peaking at 320 mg/dl. Outcomes included no impact beyond device interruption. Investigation included remote troubleshooting and user education. Investigation of this case revealed user setup error resulting in an infusion set connector issue that led to a motor stall alarm. It was concluded, based on previously established findings for similar reports, that the cause was user error related to cartridge and connector handling.